Manufacturer narrative:
The device was returned to olympus for inspection. Based on the product inspection, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the powered laser surgical instrument to the service center for a separate issue. During the device analysis, the service repair technician indicated that the emergency stop button was found damaged. There was no patient involvement.